Event description:
The customer reported an alarm 2 and alarm 26, indicating an occlusion event that occurred earlier in the day. Despite this issue, there was no adverse impact on the customer's blood glucose level, as the levels did not exceed 500 mg/dl or read as "high" on the cgm. To resolve the occlusion event, the customer changed the infusion set and cartridge, and resumed insulin delivery., and was educated regarding the usage duration of the cartridge. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The case was closed as no additional assistance was needed.